Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the prn of the bd¿ prn adapter was found deformed during use. The following information was provided by the initial reporter, translated from chinese: "on (B)(6) 2023, the patient's intravenous rehydration was completed. When the tube was sealed, a prn was used. When it was disassembled, it was found that the prn was incomplete. Immediately report to the head nurse to replace it. The patient was not used and no harm was caused to the patient."

Event description:
It was reported that the prn of the bd¿ prn adapter was found deformed during use. The following information was provided by the initial reporter, translated from chinese: "on (B)(6) february 23, 2023, the patient's intravenous rehydration was completed. When the tube was sealed, a prn was used. When it was disassembled, it was found that the prn was incomplete. Immediately report to the head nurse to replace it. The patient was not used and no harm was caused to the patient."

Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 2222243. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h10.